Manufacturer narrative:
Weight and ethnicity: unknown/not provided. Date of event: unknown/not provided. Explant date: not applicable, there is no indication the device was explanted. Initial reporter first & last name: information unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from inflammation and corneal striae after she was implanted with an intraocular lens (iol), model icb00, in their right eye. Vision post operative provided as shifted from 6/6 to 6/12. The patient was given medications. There was no delay in treatment or other interventions reported. No further information was provided.